Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the bottom of the insulin pump was damaged. Customer cannot recall their blood glucose reading. Troubleshooting was performed. The type of damage was a crack. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: unit received with cracked/detached end cap, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.